Manufacturer narrative:
(B)(4). Date sent 4/23/2025. D4 batch #837c61. Investigation summary the product was returned for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample revealed that one ntlc75 device was returned with the anvil totally detached and returned for analysis. No reload was returned. The anvil posts appear to be damaged as if the anvil was tearing off the device. No functional test could be performed due to the condition of the device. Based on the condition of the anvil, the reported complaint was confirmed by an external cause as improper handling. It should be noted that as part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure that the device meets the required specifications prior to shipment. Please reference the instruction for use for more information. As part of ethicon endo surgery¿s quality process, all devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation was performed for the finished device batch number 837c61, and no non-conformances were identified. Additional information was requested, and the following was obtained: 1. Could you please clarify when issue was identified (pre-op/intra-op/post-op) ¿ pre op. 2. What part broke (anvil, firing knob, handle, reload, locking lever, staple height selector.)?- anvil. 3. Did any pieces fall into the patient - no. 4. If yes, were they retrieved? 5. Will all pieces be returned with the device ¿ yes. 6. If no, were they discarded? 7. Could you please clarify if there were any patient consequences - no. 8. Could you please clarify if there were any change in the post-operative care of the patient as a result of the event - no.

Event description:
It was reported that during an unknown procedure the device was damaged.